Event description:
It was reported that this right ventricular (rv) lead was explanted due to exhibiting low out of range impedance measurements. The rv lead was successfully replaced. No additional adverse patient effects were reported.